Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps to perform failure analysis. The instrument was analyzed and found to have a broken main tube which measures approximately 0.153" from the distal tip. There may be potentially missing material due to the nature of the main tube breakage.

Event description:
It was reported that during central processing the fenestrated bipolar forceps instrument did not close all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage found in failure analysis occurred outside of a surgical procedure when the instrument was not in use within the patient. There was no report of fragments falling from the instrument while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.